Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and suture was used. Two weeks after the procedure, the patient developed a rash. Additional information was requested.